Event description:
The customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 95 mg/dl, 228 mg/dl, 333 mg/dl, and 216 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.